Manufacturer narrative:
Follow-up 08/20/2016: the customer's tandem clinical diabetes specialist (cds) reported that they spoke with the customer who reported that they continued to experience elevated blood glucose (bg) levels of up to 327 (mg/dl). Reportedly, customer stated that they have not yet met with their hcp since starting on the pump to review pump settings. Cds recommended that the customer use new infusion sites. Customer contacted their health care provider (hcp) who suggested that they change supplies and administer a bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 329 (mg/dl). Customer administered a 10 unit correction bolus to treat their bg level, however, their bg level only decreased to 269 (mg/dl). At the time of the call, customer still had 3 hours remaining for the insulin on board. Tandem technical support educated the customer that it can take more than 2 hours to reach its maximum impact on their blood sugar. Customer acknowledged.